Event description:
This report is related to 3011423170-2024-00131 (vaser handpiece) both involving the same patient. This report is associated with the vaserlipo system. A user facility reported that the vaser handpiece receptacle broke during a vaserlipo surgery. The treatment was aborted while the patient was under general anesthesia. An available video was received and it demonstrates that the handpiece receptacle is damaged. Further information has been requested and the file will be updated accordingly.

Manufacturer narrative:
Field service will be evaluating the device. The investigation is ongoing.

Manufacturer narrative:
The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. The exception to this would be if the cannula and/or probe had broken into pieces or was reported to have a burr that was involved in the patient injury. For other reported events, these items are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. Field service visited the site and confirmed that the handpiece receptacle on the system was broken. Service replaced the receptacle and performed system functionality according to specifications. After repair, the system is fully functional. According to the vaserlipo safety risk assessment, damage to the vaser system can cause a delay in treatment. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. It is unknown what caused the damage. At this time, no CAPA is necessary.